Event description:
It was reported that (1) lcsc1 was used during a lap splenectomy procedure. It was reported by the affiliate that the lcsc1 did not work from the beginning of the procedure. There was a lockout. The surgeon used another lcsc1 to end the procedure. There was no adverse pt outcome.